Manufacturer narrative:
A ge service rep performed an on site investigation. The filament was calibrated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system had a filament error outside a case. No pt injury was reported.